Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 cat number, UDI, expiry date; g3; g4; h2. The following sections were corrected: d1; d4 lot number. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a4; b5; b7; d4 lot; d6a; d10; g3; h2; h6 d10: cat # unk lot # 696440 zimmer biomet bipolar head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip surgery due to trauma and late loosening of the cup. The cup was explanted on an unknown date and a provisional big head mounted on the stem to prevent further proximal migration. A custom triflange has been requested for lack of bone stock. A full revision is planned but has not taken place to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b7; d10; g3; h2; h3; h4; h6 d10: cat# 802202804 lot # 3145138 femoral head 12/14 taper 28 mm diameter +7 mm neck length; unk depuy ultima stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined, however it is known that a zb head was used with a competitor stem and this is considered off label use per IFU it states, "only authorized combinations should be used¿ and ¿do not use components with components of any other system or manufacturer, unless authorized by zimmer biomet.¿ "zimmer biomet or its affiliates are not liable for complications that may arise from use of the device in circumstances outside of zimmer biomet¿s or its affiliates control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique." During follow-up it was noted the patient had fell down the stairs. It is also noted patient has a history of substance abuse. It is not known what caused the patient to fall, and whether this caused or contributed to the reported event. As per the IFU it states; "failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Loosening of the implants can result in increased production of wear particles, as well as accelerate damage to bone making successful revision surgery more difficult." Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip surgery due to trauma and late loosening of the cup. The patient fell on the stairs leading to traumatic cup loosening. The cup was explanted on an unknown date and a provisional big head mounted on the stem to prevent further proximal migration. A custom triflange has been requested for lack of bone stock. A full revision is planned but has not taken place to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk zimmer biomer bipolar head; unk depuy ultima stem. G2: foreign ¿ poland. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure due to the cup products not working. The cup was explanted and a provisional big head mounted on stem to prevent further proximal migration. A custom triflange component has been requested. Attempts have been made and no further information has been provided.